Manufacturer narrative:
It was reported that an explant procedure was performed on a conformis patient due to tibial loosening. The surgeon noticed a significant discoloration and delamination of the poly. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that an explant procedure was performed on a conformis patient due to tibial loosening. The surgeon noticed a significant discoloration and delamination of the poly.